Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9541019. We received one used sample. After disinfection we observed that the balloon was burst without missing part. According to the investigations done quality databases was checked and revealed one non-conformity in relation to the described defect and a corrective and preventive action: - (B)(4): "pb balloons (bulles + agglutinés)" opened on (B)(6) 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on ab61xx, balloon burst form (B)(6) 2020 to (B)(6) 2024, (B)(4) similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information when checking the correct positioning of the balloon, the balloon was inflated to 50cc when the balloon burst. Patient experienced pain and non-irrigated hematuria.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No other complaints were found for the lot number. Nc tw(B)(4): "pb ballons (bulles + agglutinés)" opened in (B)(6) 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.

Event description:
According to the available information when checking the correct positioning of the balloon, the balloon was inflated to 50cc when the balloon burst. Patient experienced pain and non-irrigated hematuria.